Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda could not be determined. The reported recurrent mr was a cascading effect of the reported slda. The reported dyspnea and fatigue were due to pre-existing conditions. Additionally, the reported patient effects of mitral regurgitation, dyspnea, and fatigue are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, ejection fraction of 20% for a mitraclip procedure. During the procedure, mitraclip xtw was implanted successfully. The final mr was grade <1. All the steps were performed as per IFU. There were no clinically significant delays or adverse patient sequela reported. On (B)(6) 2025, echocardiogram was performed where it was determined that a single leaflet device attachment (slda) occurred and the clip was no longer attached to the posterior leaflet. Mr was grade 4 after slda. On (B)(6) 2025, 2 additional mitraclip xtws were implanted successfully to stabilize the slda, one on the medial side of anterior and posterior leaflet 2 (a2/p2) and another clip on the lateral side. The mr was reduced to grade 1-2.